Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2016: patient received attune primary tka to treat end-stage degenerative osteoarthritis with varus deformity and bony ankylosis of the left knee. Upon entering knee, the surgeon notes the patient had extensive osteophytes on the natural femoral condyle and natural degeneration of the acl and meniscus. The patella was resurfaced, and competitor cement was utilized. The procedure was completed without complications. On (B)(6) 2017 the patient received an arthroscopic adhesiolysis with capsular release to treat pain and decrease in joint range of motion. No operative notes were provided for this procedure. There were no products revised. On (B)(6) 2017 the patient received a revision of the tibial insert to treat pain and a decrease in joint range of motion. Dor: (B)(6) 2019: the patient receives a revision due to chronic pain, patella baja, severe arthrofibrosis, and a decrease of joint range of motion: 15 degrees to 85 degrees. Upon entering the knee, the surgeon identified and excised femoral osteophytes and debrided patellar scar tissue. A complete synovectomy was performed. The tibial tray was not loose but showed evidence of motion. The femoral component was well-fixed but revised. The patella was well-fixed, intact, and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2016. Doi: (B)(6) 2017 (insert). Dor: (B)(6) 2019 (tibia, femur and insert), left knee.